Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the iliac artery. The 6.5x200 mm supera self expanding stent system (sess) would not deploy. A 6.5x150 mm absolute pro sess was attempted but the thumbwheel was at maximum and the stent was only half way deployed. The physician pulled apart the handle to remove the stent and delivery system. Non-abbott stents were used to complete the procedure. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported difficulties and subsequent unexpected medical intervention were likely due to case circumstances. It is likely that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely and preventing the thumbwheel from rotating resulting in partial deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Although the difficulties encountered appear to be related to procedural circumstances, on (B)(6) 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.h6: investigation conclusions code 4315 removed; 4307 added.

Event description:
Subsequent to filing the initial report, on (B)(6), 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported difficulties and subsequent unexpected medical intervention were likely due to case circumstances. It is likely that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely and preventing the thumbwheel from rotating resulting in partial deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: the device is a 6.0x150 mm absolute pro.

Event description:
It was reported that the procedure was to treat the iliac artery. The 6.5x200 mm supera self expanding stent system (sess) would not deploy. A 6.0x150 mm absolute pro sess was attempted but the thumbwheel was at maximum and the stent was only half way deployed. The physician pulled apart the handle to remove the stent and delivery system. Non-abbott stents were used to complete the procedure. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report the following information was provided: the vessel diameter was 5.5 mm and atherectomy was not used. The lesion was prepared with a balloon and a 6fr sheath was used. The 6.5x200 mm supera sess partially deployed about 3/4 due to the delivery system being stuck and then elongated the rest of the way and is located in the target lesion. The absolute pro flowered out a quarter of the way and then stopped and could not be deployed more. It was stated the thumbwheel was broken. There were no adverse patient effects. No additional information was provided.